Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cardiac arrest call they had an issue with two ez-io needles. They were able to place the intraosseous without difficulty. When they went to remove the cap/needle, the needle separated from the cap and remained in the cannula. They tried a second needle and the same issue occurred. They used an IV to finish the procedure.